Event description:
Migraines/headaches; tiredness (all the time); cramps in abdomen that wraps around to my back; irregular periods (every 2 weeks); itchy skin; tremendous hair loss; loss of weight with no dieting or exercising; eye dryness, throbbing pain, and blood shots in eyes (went to eye doctor, eye exams and x-ray came out normal); shortness of breath; anxiety; insomnia; loss of appetite; joint/back/shoulder/neck pains; numbness on left cheek/jaw; loss of energy.